Manufacturer narrative:
(B)(4).

Event description:
It was further reported from follow-up information that the right ventricular (rv) lead had low amplitude r-waves. And it was clarified that there was no issue with atrial lead¿s p-wave amplitude. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: d354drg implantable cardioverter defibrillator implanted: unk ; 6721l implantable pacing lead implanted: 2002-(B)(6); 4968 implantable pacing lead implanted: 2002-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and t-wave oversensing. The atrial lead had low amplitude p-waves. Both leads were capped and replaced. No patient complications have been reported as a result of this event.